Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint was confirmed. A visual inspection was performed on the returned device and found a leak at the bending section glue near tip, bending section cover glue damage, chipped glue around the lens, peeling cement. Based on similar reports, the most likely cause for the reported event is due to user mishandling. The lf-v instruction manual states that ¿do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should the slightest irregularity be suspected, do not use this instrument.¿

Event description:
The manufacturer was informed that during a therapeutic coronary artery bypass graft, lima (left internal mammary artery), rima (right internal mammary artery), radial, a small piece of rubber from the distal end of the scope fell inside the patient¿s lung. The anesthesiologist was checking the placement of the tube when the reported event occurred. The device fragment was retrieved using the suction of a different scope. It is unknown if the intended procedure was completed. There was no patient injury reported. Additionally, the device was inspected prior to use with no observed abnormalities.